Manufacturer narrative:
As no further information is expected this investigation is complete. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a change in shock impedance dropping from 121 ohms to 59 ohms. There were no out of range impedance measurements reported. There were no additional allegations or adverse patient effects reported. This lead remains in service. Additional information was later received indicating this rv lead continued to exhibit variable shock impedance measurements, including a number of out of range shock impedances greater than 125 ohms. It was also noted that the patient received inappropriate therapy for supraventricular tachycardia (svt) several months earlier when high shock impedances were first reported. Boston scientific technical services (ts) advised the reporting health care professional (hcp) that the ability to convert ventricular tachycardia (vt) or ventricular fibrillation (vf) could not be guaranteed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Only the proximal segment of the lead was returned, severed 12.3 cm from the is-1 pin. Visual inspection of the lead noted setscrew marks on midsection of the is-1 terminal pin and ring indicating full insertion into the header. Only half a setscrew mark was noted on the front edge of the df-1 distal terminal pin with similar marks also noted on the df-1 proximal terminal pin. This finding may suggest inadequate insertion of the lead into the device header. Analysis was unable to confirm the reported observations based on testing performed on the returned segment of the lead.

Event description:
Additional information was received indicating this product was explanted and replaced at the time the patient's implantable cardioverter defibrillator (ICD) was replaced for normal battery depletion. No additional adverse patient effects were reported.

Event description:
After further review of information received, it was determined that the patient received a manual shock while in clinic in order to assess rv lead impedance and integrity. Further information was received after a follow-up evaluation of the rv lead indicating the physician was able to elicit noise on the high voltage (hv) portion of the lead when manipulated. No noise was noted on the rate/sense portion of the lead. It was also reported that the patient's device had reached its elective replacement indicator (eri). As such, the physician plans to change out the device and replace the rv lead in the near future. No additional adverse patient effects were reported. This device remains in service.